Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number was not available. A sample evaluation could not be performed because no sample nor photo was available. The complaint will be reopened if a sample is received. The condition reported could not be confirmed. However, a corrective and preventive action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an enfit probe was leaking in the threaded connection.